Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited a critical battery alarm. It was noted that the battery cycle count was over 500. The battery remains in use. No patient complications have been reported as a result of this event.

Event description:
Log file review indicated that the batteries also experienced communication errors.

Manufacturer narrative:
Correction for section h10. Product event summary: two batteries were not returned for evaluation. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6) and (B)(6). Additionally, data log files revealed relative state of charges (rsoc) between 101-201 involving batteries (B)(6) which is indicative of a communication error. Analysis of the source log files revealed that (B)(6) max cycle count was 534 and (B)(6) max cycle count was 514, indicating that the batteries had exceeded their useful operating life cycle of 500 charge and discharge cycles. As a result, the reported events were confirmed via log files review. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported high battery cycle count event can be attributed to the battery reaching the end of its useful life. The most likely root cause of the observed rsoc values between 101-201 can be attributed to communication errors between the controller and batteries. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 29-02-2016 / serial or lot#: (B)(6). UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-02-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 133, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery ((B)(4)) was not returned for evaluation. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4). Analysis of the source log files revealed that (B)(4) max cycle count was 534, the battery had exceeded the useful operating life cycle of 500 charge and discharge cycles. (B)(4) was not involved in a controller power up. As a result, the reported events were confirmed via log files review. The most likely root cause of the reported "critical battery alarm" event can be attributed to a communication error between the controller and battery. The most likely root cause of the reported "battery cycle count" event can be attributed to the battery reaching the end of its useful life. If information is provided in the future, a supplemental report will be issued.